Manufacturer narrative:
The user began receiving glucose suspend alerts on 23 nov 2025, day 06 after insertion. An RMA was authorized for the return of sensor for further investigation. In-house testing of the returned sensor did not indicate any malfunction of the system. A review of the dms data revealed depressed signal and reference channels which triggered the glucose suspend alerts. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 24 feb 2026. G3.date received by the manufacturer? 24 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.